Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had multiple pump errors and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the keypad was unresponsive on the plane, changed battery but kept receiving keypad unresponsive and also had multiple pump errors. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Power supply test failed during self-test alarmed during self test, problem isolated to electrical board. Insulin pump received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected post-reset ram crc alarm alarms noted during testing.